Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had water accidentally enter the device through the humidifier. There was no patient involvement when the issue occurred. No patient or user harm reported. Additional details were reported by the key market (km) regarding the issue reported. The km responder noted that the device was being used for patient transport, and that the circuit used was disposable circuit. After the patient transport was finished, the circuit was accidentally lifted, causing the water inside the chamber of the circuit to penetrate the bacterial filter and enter the ventilator. The device was evaluated by a service engineer (se) and reported that there were no traces of water ingress. The se noted that there were no abnormalities in operating. No further actions were performed by philips regarding the alleged issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.